Event description:
A customer reported observing air in the patient line during dialysis therapy on the home choice machine during initial drain. The patient started over with new supplies and no additional issues were noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.